Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was affected by a patient infection. The patient was admitted to the hospital for treatment of the infection at the incision site. There was no report of other adverse patient effects.